Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis was out of service and needed to be reactivated. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was offline. A technical support specialist (tss) identified that the device was offline. Customer stated that the information technology team fixed the issue, but the issue remained unresolved. Tss checked the remote support service and identified it as online. Tss accessed the station and server, bring down the station and logged into care fusion admin. Tss verified that the communication status between the server and the station, upload status from station, upload queue size was at zero as per the knowledge article "proper data sync 2.0 procedure". Tss then proceeded the backup database and confirmed that the database was encrypted and created a decrypted backup as per the knowledge article "how to create a station database backup". Tss confirmed that the full synchronization was completed. Customer confirmed the issue was resolved, and the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.